Event description:
Abbott has identified architect stat myoglobin, list number 02k43-25, lot number 50808un23 did not meet the minimum microparticle concentration label claim of 0.10% solids due to a formulation issue. Customers observed quality control (qc), calibration, precision issues, and the microparticle inside the bottle appeared lighter in color. An internal study showed elevated imprecision for lot number 50808un23. Architect stat myoglobin, list number 02k43-20, lot number 60104un23 used the same microparticle concentrate as lot number 50808un23, however no performance issue was demonstrated. This lot was mixed properly but the material that was used for formulation was too concentrated. There is potential for delay in results as well as falsely depressed or falsely elevated results when using lot 50808un23, however there have been no reported delay of results or adverse impact to patient management as a result of this issue. There is no potential for delay of results or incorrect results when using lot 60104un23.

Manufacturer narrative:
Additional information for section d4: d4- catalog number 02k43-20, d4- UDI(unique identified): (B)(4) and d4- lot number 60104un23. The investigation into this issue found that during manufacturing, the microparticle concentrate used in reagent lots 50808un23 and 60104un23 was not properly mixed. As a result, an insufficient amount of microparticles was added to reagent lot 50808un23 and a higher percentage of microparticles was added to reagent lot number 60104un23. A product recall letter was issued on 21feb2024 to all customers who have received shipments of architect stat myoglobin reagent lot numbers 50808un23 and 60104un23. The product recall letter notifies the customer of the issue and the potential impact to patient results with use of lot 50808un23. The product recall letter instructs customers to discontinue use of and destroy any remaining inventory of lot 50808un23 and 60104un23 according to their laboratory procedures and immediately contact customer support to order a replacement product.